Event description:
The customer reported that while running an hcv assay, summit sample handler, serial number 2400 did not aspirate diluent evenly and did not generate an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-03456-07.